Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. The lead had been severed 173mm from the terminal pin. Electrically, this portion of the lead was found to be continuous. Laboratory analysis was unable to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a red alert was generated from this system due to low, out of range pacing impedance measurements on the right ventricular channel. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.